Event description:
The customer reported an issue with a t:slim x2 pump, as the battery would not charge despite attempts using different cables and wall adapters. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.